Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported, the patient received inappropriate shock due to oversensing on both the rv and ra channels. Declined sensing amplitude was observed. The lead was capped and replaced. The patient condition is well.